Manufacturer narrative:
No product will be returned per customer. The customer complaint that the IV set became disconnected from the patient's catheter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set became disconnected from the patient's peripheral catheter. The patient had subsequent bleeding from the site but there was no harm, and no medical intervention was required.